Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: event year is reported as 2021; however exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part #: (B)(4), lot #: l694462, manufacturing site: (B)(6), supplier: (B)(6), release to warehouse date: (B)(6) 2017, expiry date: (B)(6) 2027. Non-sterile part: part #: (B)(4), lot #: l662088. Manufacturing site: (B)(4), release to warehouse date: (B)(6) 2017. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent osteosynthesis for medial femoral neck fracture. Follow-up after surgery revealed that the femoral neck had shortened, and the surgeon decided that the implanted products should be removed and to perform bha. The revision surgery will be performed on (B)(6) 2021. No further information is available. This complaint involves four (4) devices. This report is for (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 42mm-sterile. This report is 2 of 4 for pc: (B)(4).